Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after activation using a vialmate device, there were particles in the compounded solution. This was noted after compounding a solution of cloxacillin and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted particulate matter was noted inside the device. The reported condition was verified. This was determined to be due to user error. Coring from the bung caused the particulate matter. It was determined that the user tried making the connection at an angle instead of straight up and was unable to successfully activate the device causing the coring to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.